Event description:
It was reported that during a laparoscopic gastric bypass, when the surgeon was firing the instrument they saw that the magazine was "milking" out of the stapler. The instrument stapled a few staples and cut. As soon as they saw this they interrupted the firing sequence. The scrub nurse did say that she may have loaded the instrument wrong. The surgeon didn't think there was anything wrong with the instrument more than, it is possible to fire the instrument even when the reload is reloaded in a wrong way. No device will be returning. Additional information requested. No response received to date, a supplemental report will be sent if additional information is provided. (B)(6).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.